Event description:
A physician reported a certas valve (ID (B)(6)) was implanted due to hydrocephalus via lumbar- peritoneal shunt on (B)(6) 2023 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient¿s symptom improved, but the size of ventricle did not reduce. The setting was changed to one on unknown date. After awhile, the patient developed ventricular dilation. The valve and peritoneal catheter were removed on (B)(6) 2024. An external drainage was selected to cope with the symptom and a revision surgery may be performed by the end of january via ventriculoperitoneal shunt. The primary disease of the patient is brain tumor and is currently in follow-up. According to the information provided, it is unknown if the peritoneal catheter was a component of a certas valve or a separate device. Valve failure: obstruction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 . The certas valve (ID 828806) was returned for evaluation. Failure analysis ¿ the position of the cam when valve was received was at setting 1. The valve was visually inspected; the needle guard was raised and a hole in the needle chamber was noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested; only leaked from the needle hole in the needle chamber. The catheters were irrigated, no occlusions noted. The needle chamber was dismantled, the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. Root cause analysis - no occlusion issues were noted. The root cause for the bent needle guard found during the investigation is due to wrong handling as noted in the instruction for use (IFU): do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. A possible root cause for the issue ¿the size of ventricle did not reduce¿ reported by the customer could have been due to the bent needle guard. As shown in the investigation, no occlusion issues were noted, and it is possible that the needle guard has moved and freed the flow passage.